Manufacturer narrative:
(B)(4). A follow-up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that during a resuscitation effort they could not obtain an initial co2 measurement. The users switched to a different defibrillator and stated that the patient care was not compromised. The involved patient did not survive the resuscitation efforts.